Manufacturer narrative:
This event should be re-evaluated for MDR reporting. The information states that until now there is no confirmation that the devices reported were used on any patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that legion constrained inserts were a mixture of some labelled genesis constrained and some labelled legion constrained within a run of sizes. Traditionally the gii constrained liners are only for use with legion (built in rotation affects congruency with post), but having them labelled as gii is causing some strong challenges from surgeons who insist they can use them with gii ps femurs (¿they say genesis so can use with genesis¿).